Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient was admitted for suspected gastrointestinal bleeding, a hemoglobin (hgb) was 5.7 g/dl with an inr of 3.7 on aspirin and coumadin, and suspected melena. CT scan was negative for retroperitoneal bleeding. Esophagogastroduodenoscopy and colonoscopy were performed on (B)(6) 2017; however, the results were not provided. The patient was diagnosed with suspected small bowel gastrointestinal bleeding, and was treated with blood transfusions. No additional information was provided.

Manufacturer narrative:
Additional information. It was initially reported that the device was not returning for evaluation as the device remained in use at the time of the event. The device was subsequently received after the patient was transplanted. Device evaluation: following the report of gastrointestinal bleeding, the patient remained ongoing on (B)(4) until they were transplanted on (B)(6) 2017. No device-related issues were identified through the evaluation of the returned pump, and a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.